Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device was not communicating and in critical override. A technical support specialist restarted the datasync service at the server. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not communicating and in critical override. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
2016493-2025-07108_supplemental MDR was submitted to recall MDR no.2016493-2025-07108, as MDR has been already submitted on MDR no.2016493-2025-07107.